Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the atrial lead exhibited occasional oversensing during an arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.